Event description:
During an mis case, the eml2 clamp reportedly damaged the pulmonary artery (pa) on the left side. The surgeon performed a sternotomy and the pt was placed on by-pass while the pa was repaired. There was a small hole noted under the pa. The hole was repaired with one to two sutures. The surgeon finished the ablations with the clamp. It was noted that the jaw became "hung up" on the pericardial reflections, which then damaged the pa. No add'l complications or pt issues were reported.

Manufacturer narrative:
Date sent: 9-10-08. Info of this event was reported to the company by a field personnel. No further info has been provided at this time by the account. Eval summary - the device involved in the event was not returned for eval. A retained sample of the same lot number was evaluated instead. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. The device history record was reviewed and no anomalies were noted.